Event description:
Technician alleged that the stretcher could not be placed into trendelenburg.

Manufacturer narrative:
Technician found that one of the trendelenburg pneumatic springs had frozen and would not release. He replaced this pneumatic spring and trendelenburg functions properly. The stretcher was found in front of the bed shop and there were no alleged injuries.